Manufacturer narrative:
B5: upon follow-up, it was reported that the patient recovered from peritonitis. On unknown date, the patient was discharged from the hospital and antibiotic therapy was discontinued. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced a breach in aseptic technique which resulted in peritonitis manifested by cloudy pd effluent. The breach in aseptic technique was not further specified. On the same day as the event onset, the patient was hospitalized and was treated with vancomycin injection (1g, every 72 hours, intraperitoneal, ongoing), amikacin injection (125mg, intraperitoneal, once a day,ongoing), and fluconazole tablet (150mg, oral, once a day, ongoing) for the event. It was reported that the patient was recovering from the event. Pd therapy was ongoing. The patient was retrained for proper aseptic technique. No additional information is available.